Event description:
A user facility inventory manager reported a blood leak that occurred 20 minutes into the patient¿s hemodialysis (hd) treatment and blood leaked onto the nurse, machine, and floor. The blood leak was visually observed where the venous port line meets the air chamber for the bloodline. The leak was not due to a loose connection, however the tubing appeared to be separating from the the chamber slightly. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was discontinued and then restarted on the same machine with new supplies. The patient was on a fresenius 2008k machine (serial number and catalog number unknown) which did not alarm and was using a fresenius dialyzer (product number and lot number unknown). There were no changes in the blood flow rate (bfr) during treatment, however the nurse noticed that the lines were not tabbed to the machine during priming. There were no changes or disruptions in pressure that could have caused the issue. The complaint device is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility inventory manager reported a blood leak that occurred 20 minutes into the patient¿s hemodialysis (hd) treatment and blood leaked onto the nurse, machine, and floor. The blood leak was visually observed where the venous port line meets the air chamber for the bloodline. The leak was not due to a loose connection, however the tubing appeared to be separating from the the chamber slightly. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was discontinued and then restarted on the same machine with new supplies. The patient was on a fresenius 2008k machine (serial number and catalog number unknown) which did not alarm and was using a fresenius dialyzer (product number and lot number unknown). There were no changes in the blood flow rate (bfr) during treatment, however the nurse noticed that the lines were not tabbed to the machine during priming. There were no changes or disruptions in pressure that could have caused the issue. The complaint device is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility inventory manager reported a blood leak that occurred 20 minutes into the patient¿s hemodialysis (hd) treatment and blood leaked onto the nurse, machine, and floor. The blood leak was visually observed where the venous port line meets the air chamber for the bloodline. The leak was not due to a loose connection, however the tubing appeared to be separating from the chamber slightly. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was discontinued and then restarted on the same machine with new supplies. The patient was on a fresenius 2008k machine (serial number and catalog number unknown) which did not alarm and was using a fresenius dialyzer (product number and lot number unknown). There were no changes in the blood flow rate (bfr) during treatment, however the nurse noticed that the lines were not tabbed to the machine during priming. There were no changes or disruptions in pressure that could have caused the issue. The complaint device is available to be returned to the manufacturer for physical evaluation.